Event description:
It was reported that during hip procedure in early 2007, "oblong" trochanter bolt was opened to find a "round" trochanter bolt in package. Surgeon implanted bolt successfully.

Manufacturer narrative:
There have been no trends identified related to this type of event. Review of mfg history records determined that during mfg process, bolts are round and then machined to oblong configuration. It was determined that during mfg, operator inadvertently missed machining one (1) piece of the lot to oblong configuration. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.